Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customers blood glucose level was 174 mg/dl at the time of incident. The customer reported that the critical pump error image was displayed on the screen. Advised to discontinue use of the pump and recommended customer refer to back up plan. Customer's outcome pertaining to the complaint. The insulin pump will be returned for analysis. Advised that the insulin pump will need to be replaced revert to a back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies.